Event description:
Reporter indicated that vns patient has experienced an increase in seizure frequency. The pt has been feeling short of breath, even wtih inactivity and that their left arm occasionally twitches. The pt also reports feeling as if their whole chest is burning and itching. The pt has been seen by treating neurologist on two occasions due to the aforementioned events and that neurologist may have adjusted device settings at these office visits. The pt's neurologist instructed pt to relax and to calm down because pt is anxious.

Event description:
Further follow-up revealed that the pt began experiencing "constant choking". Neurologist reduced the device pulse width to try and help alleviate the pt's side effects. It is unknown at this time whether or not the reduction in device pulse width alleviated the pt's side effects.